Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis for a failure of a volumetric test complaint. The device was returned with a damaged lens. Accuracy testing was performed, and it was revealed that the unit was over infusing. The cause of the issue is believed to be an out of specification expulsor. To resolve the issue the expulsor was trimmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.